Event description:
The customer contact reported the patient received less medication than intended. On an unspecified date and time the device was programmed to deliver tpn (total parenteral nutrition), with a taper up and taper down, with a 2214 ml vtbi (volume to be infused), for a duration of 10 hrs, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the customer contact reported the delivery was complete; however 479 ml of the volume remained in the container. The device was removed from clinical use. Therapy was resumed using a replacement device. There were no reported adverse patient effects. No medical interventions were required. During testing at the user facility, the device passed testing. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the device history indicated the device was programmed to deliver in the tpn with taper down mode, with a tpn volume of 2214 ml, with a 1 hr taper down, a total tpn time of 10 hrs, and a container size of 2414 ml. The device history indicated the device continued in use at the programmed rate between (B)(6) 2013. On (B)(6) 2013 at 1933, a new container was indicated, the device was powered off. On (B)(6) 2013 at 0214, the device was powered on and the delivery was started. Between 1114 and 1214, the 1 hr taper down occurred, an end of infusion alarm occurred and the delivery was stopped. Between 1218 and 1238, six start alarms occurred. At 1240, the device was powered off. This report represents all the information known by the reporter upon query by hospira personnel.